Event description:
It was reported that the external pulse generator (epg) display screen was broken. The caller was informed that the epg was outside of its service life and would no longer be repaired. The caller was advised how to order a replacement. There was no patient involvement.